Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 309653 and lot number 1005547. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows the packaging blister top web of a 50ml syringe. This product has the correct labeling. The customer was expecting 60ml syringes, but received 50ml syringes because bd has transitioned from a 60ml to 50ml syringe. The catalog number 309653 remains the same. Based on the investigation with the photo sample analysis the symptom reported by the customer could not be confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 50ml ll tip 1ml had incorrect label information. The following information was provided by the initial reporter: syringe disposable 60 ml without needle, which physically come from 50 ml.